Event description:
Sorin group (B)(4) received a report about the s5 double head pump, where the "slave" pump reads zero for the flow rate intermittently during the procedure. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report about the s5 double head pump, where the "slave" pump reads zero for the flow rate intermittently during the procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report about the s5 double head pump, where the "slave" pump reads zero for the flow rate intermittently during the procedure. There was no report of patient injury. Investigation confirmed the reported issue and found that it was caused by a problem with the software. A software change was implemented to correct the issue.